Event description:
It was reported that the pump screen was dark and not turning on. Tandem technical support instructed the caller to confirm the pump was not plugged into a power source and attempted to restart it, but the issue persisted. The caller was then advised to plug the pump into a known working power source, but it still did not turn. As a correction action, technical support decided to replace the pump, confirming it was under warranty and guiding the customer to use a backup therapy to ensure uninterrupted insulin delivery.